Manufacturer narrative:
Follow-up is being sent to correct information sent in field first name. Additional evaluation code: 19/cause traced to user. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that 1 month and 11 days after the dental implant was installed in intraoral region 7, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).

Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that 1 month and 11 days after the dental implant was installed in intraoral region 7, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).